Event description:
The technician alleged the side rail will not stay in the raised position. No pt impact.

Manufacturer narrative:
The technician found the side rail is missing ratchet rivets. The technician replaced the side rail ratchet rivets to resolve the issue.